Event description:
It was reported that filling/aspiration difficulties occurred. It was specified that it was difficult to find the pump refill port due to the location and depth of the pump. The patient experienced discomfort associated with the filling difficulty. A pocket revision was done on (B)(6) 2014 and the pump was relocated and placed shallower in the pocket. It was also reported that the patient was not getting relief from the pump. The healthcare provider (hcp) decided to do a (B)(6) study and could not aspirate. He looked under fluoroscopy and could not see the catheter in the intrathecal space. A catheter revision was scheduled for (B)(6) 2014, but was done on (B)(6) 2014. At this time, the proximal portion was removed and tied off. The spinal segment was left in. The original catheter could not be seen in the intrathecal space, only outside in the back area. At this time, the new pump pocket was also revised to help with refills. No catheter issue was confirmed, but the hcp believed it possibly could have been dislodged during the previous pocket revision. It was reiterated that the catheter issue was unknown, but the ¿best guess¿ was that spinal/intrathecal segment was no longer in the intrathecal space. As of (B)(6) 2014, the patient was doing well. The hcp lowered the dose of morphine 6.75mg/day and clonidine 112mcg/day and planned to titrate as necessary. The device system was used to deliver morphine and clonidine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).